Manufacturer narrative:
The customer replaced the video receiver pcb (part number: 0670-00-0736). The iabp was tested. In an unrelated repair the keypad controller was also replaced. It functioned normally and was returned to svc. (B)(4).

Event description:
During an in-service training session, the comp rep observed that the iabp screen info was orange at start up. No pt was involved.